Manufacturer narrative:
The lead was discarded by the medical facility and will not be returned for evaluation.

Event description:
The patient reported pain in the legs. The physician believed that the pain was caused by the tail of the lead putting pressure against the gutter of the epidural space. The physician explanted the lead and reimplanted the patient with an advanced bionics paddle lead. The patient is reportedly doing well.